Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-04319. It was reported the pt was experiencing heating at the ipg pocket site while using the charging system. It was reported the pt had recently been charging more frequently due to the discomfort. A replacement charging system was sent to the pt. F/u identified the pt received the new charging system, and it was working well. The pt reported there had been no issues with the new charging system.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r; 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.